Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Since initial submission co has received additional info regarding initial notification date by MFR. The initial report stated the statutory reporting requirement had been exceeded. This statement should be revised due to additional info received. The statutory report requirement of 30 days was met.